Event description:
The facility representative contacted a technical service representative to report a flo-gard infusion pump with failure code 38; this condition had the potential to interrupt delivery. This condition was found in the pharmacy department during biomedical testing. The specific process step was not identified. The pump was sent in as a final rental return; the customer no longer needs the pump. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a flo-gard infusion pump with failure code f-38 was confirmed by service. The cause of the reported condition was not determined. The pump was not repaired at this time and was returned to inventory. A follow-up report will be filed if any additional details become available.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed that this device was not previously serviced for the reported condition, f-38. However f-38 is a malfunction involving the force sensing receptors; the fsr's were replaced during previous service.